Event description:
I have medtronics insulin pump 630g and was trying to replace infusion set, using a new box of sets. Tried three of them, and in each case the needle for inserting into body was either bent or would not insert into my body. I finally had to use a new box, which I had no problems with.